Manufacturer narrative:
A complaints search identified previous complaints for this failure mode in which the root causes were attributed either to misuse or undetermined. A lot specific search could not be conducted as no lot number was provided. A review of manufacturing records was not conducted as no lot number was provided. It should be noted that no device was returned. Without further information the root cause of the complaint cannot be determined. The complaint shall be closed with an undetermined conclusion; entered into the complaints database and monitored through trend analysis. If further information is received the complaint shall be reopened and investigated further. Post market surveillance is per sep (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). Follow-up with the complainant has been conducted for the lot number and this information is not available. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
When the surgeon attempted to do so, this definitive size insert was unable to be impacted into the tibial tray intra-operatively, despite the correct tibial insert impactor being used and correct size fixed bearing tibial tray. A new insert of the same size had to be opened and used instead and impacted successfully. The hospital have also commented that for one of the cases, the locking ridges at the base of the insert bent upon impaction and hence they had to use a new insert.